Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a vessel puncture closure of an unknown vessel was attempted using a prostyle device for an endovascular treatment procedure. Reportedly, an occlusion and an infection were noted at the puncture site. Balloon dilatation was performed in the puncture site. Then, surgical treatment was performed to complete the operation. It is unknown if the prostyle caused the occlusion and infection. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of infection and occlusion are listed in the perclose prostyle instructions for use (IFU) as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that a vessel puncture closure of an unknown vessel was attempted using a prostyle device for an endovascular treatment procedure. Reportedly, an occlusion and an infection were noted at the puncture site. Balloon dilatation was performed in the puncture site. Then, surgical treatment was performed to complete the operation. It is unknown if the prostyle caused the occlusion and infection. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed MDR report, additional information was provided: it was reported that on october 11, 2022, this was an arteriotomy closure of the left common femoral artery using a prostyle after a an endovascular treatment procedure using an 8f sheath. Reportedly, the prostyle was used without issue and was successful as hemostasis was achieved with the device. However, on october 24, 2022, an occlusion and infection were noted at the puncture site. No additional information was provided.